Event description:
It was reported that insulin pump was malfunctioning. It was reported that insulin pump was not able to rewind, fill cannula or self test. It was also reported that insulin pump received a no delivery alarm. Customer was advised that features are disabled during bolus. Customer's blood glucose was 8.8 mmol/l. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).